Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, shaft fracture occured. Vascular access was obtain via the radial artery. The concentric, de novo target lesion was located in the severely calcified, severely tortuous anterior descending artery. A 3.5 x 20 promus element stent was implanted in the proximal and mid third of the anterior descendent coronary artery. Patient status is stable. The physician reported there was difficulty during removal of the stent delivery system. The shaft of the promus element device broke between the rigid portion and the flexible distal portion. The physician also reported that, the broken portion remained inside the guide catheter, so the delivery system and the broken portion were removed as a whole, without complications for the patient. A final injection of contrast liquid was performed and everything was fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the catheter in two sections due to a break of the midshaft. The midshaft was stretched to a total length of 14.4 cm. The breakpoint was 78 mm proximal to the guidewire exchange port. The stent had detached from the balloon and was not returned for analysis. The balloon was partially inflated. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, shaft fracture occured. Vascular access was obtain via the radial artery. The concentric, de novo target lesion was located in the severely calcified, severely tortuous anterior descending artery. A 3.5 x 20 promus element stent was implanted in the proximal and mid third of the anterior descendent coronary artery. Patient status is stable. The physician reported there was difficulty during removal of the stent delivery system. The shaft of the promus element device broke between the rigid portion and the flexible distal portion. The physician also reported that, the broken portion remained inside the guide catheter, so the delivery system and the broken portion were removed as a whole, without complications for the patient. A final injection of contrast liquid was performed and everything was fine.